Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer's the insulin pump had alarmed motor error. The customer¿s blood glucose level was 397 mg/dl. The customer was treated with insulin after changing the infusion set. The customer declined for troubleshooting. The insulin pump will not be returned for analysis.